Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event and estimated therapy date: estimated (reported as occurred the week of (B)(6) 2012, exact date unknown). Medtronic jl4 6f guide catheter, copilot bleedback control valve. Evaluation summary: device evaluation: an analysis of the returned device did confirm the reported device issue. A review of the lot history record for the reported lot revealed no associated non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that during a stenting procedure in the non-calcified, non-tortuous obtuse marginal coronary artery as the xience prime stent delivery system (sds) was advancing into the non-abbott 6f guiding catheter, the proximal shaft detached outside of the copilot bleedback control valve. Reportedly no resistance was met and no force was used. The detached portion of the shaft was manually removed without difficulty. An rx minivision could not be advanced to the target lesion and was easily removed. The procedure was completed using another stent. There was reportedly no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.